Event description:
The customer reported that there is no alarm tone. The motion detector is not triggering the wireless pager when the alarm is set on remote. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the battery connector black wire and the speaker wire were found to be broken when the pager was opened. The pagers battery door was missing. (B) (4).